Event description:
Customer states blue tops are not filling properly.

Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No pictures were provided by the customer. We have no further complaints for the material/batch. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, no deviations were observed during production of this batch. The cause of the event cannot be determined.